Event description:
It has been reported to philips that the wireless footswitch often does not trigger due to an issue with the wireless connection. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use. The procedure was completed as planned after a restart of the wireless foot switch. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting performed by the fse concluded that after the performed connectivity test the status of the battery was correct, but there was intermittently no wi-fi connection. The fse replaced the wireless foot switch, the wireless base station and proactively the wireless foot switch charger. Part failure analysis was performed on the returned parts; however, no failures were found. After the replacement of the parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.